Event description:
It was reported the patient was hospitalized for 14 days due to a spinal headache. At the time of the report the pump was being used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).